Event description:
Customer reported the insulin pump was not the issue but customer did go to the emergency room because she went from humalog to novalog. Customer stated she had a reaction to the change in the insulin. Blood glucose went down to 17 mg/dl. Customer was treated and released. Does not recall event stated she went to bed and woke up in the emergency room. Customer's doctor did some adjustments to night time basals. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.